Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (3 mg/ml at 0.7845 mg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) suspected migration of the spinal portion of catheter based on the patient's claims of loss of therapy. Actions/int erventions taken to resolve the issue included surgical intervention in which the spinal portion of the catheter was removed and replaced before being connected to the existing pump portion of the original catheter with the collet in the spinal pocket. It was unknown if there were any external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.